Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found 3 brake casters physically broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the 3 brake casters to resolve the issue. Based on the info, no further action is required.